Manufacturer narrative:
Improper techniques by the pt were identified during the call. Improper techniques may lead to unexpected results. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 4.2, 2nd inr = 1.6, mean = 2.9, sd = 1.84, %cv = 63.40. Inratio meter results failed the criteria for precision, generating a %cv greater than 2-%. In-house therapeutic donor testing was performed on returned strips lot # 312581 on (B)(6) 2013. Results as follows: donor: (B)(4), inratio: 2.7, inratio: 2.7, inratio: 2.9, ref.: 2.60, bias-thresh.: 1.60-3.60, %cv: 4.17; donor: (B)(4), inratio: 1.9, inratio: 1.6, inratio: 1.6, ref.: 1.70, bias-thresh.: 1.20-2.20, %cv: 10.19. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. (B)(4)discrepant result complaints were reported for lot # 312581 yielding a complaint rate of (B)(4). Due to this low occurrence rate no further action is required at this time. This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy result when compared to the lab and alternate point of care poc. Results as follows: on (B)(6) 2013 inratio test 1 = 4.2, on (B)(6) 2013 inratio test 2 = 1.6. Time between testing was reported as minutes. Pt's therapeutic range is 2.0 - 3.0.